Event description:
It was reported that a vns patient¿s device has high impedance identified in an office visit on (B)(6) 2018. The patient was referred for revision surgery. The notes indicate the vns no longer breaks her from her seizures. Full revision surgery occurred. The explant facility does not return devices to the manufacturer. Additional relevant information has not been received to-date.